Manufacturer narrative:
Taper ii. (B)(4). The reporter of the complaint was asked to return the product for analysis. The device has been received by allergan; however, the device analysis has not been completed at this time. Based upon the model number, serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."

Event description:
Health professional reported an alleged "leaking port" with a lap-band device. The event was first noticed when the doctor attempted a fill, but found the "band empty" and was then "unable to withdraw fluid after adding fill." No diagnostic testing was conducted. The port was explanted and it is unknown if it was replaced.